Manufacturer narrative:
Block h6: problem code 2907 captures the reportable issue of exit marker detached. Block h10: investigation results: visual examination found that only the black exit marker was detached from the device and returned; the rest of the device was not returned. It was also noticed that the exit marker was accordioned. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the interaction with the scope, an incorrect position of the scope elevator during the withdrawing process, and/or the manner in which the device was handled and manipulated during the insertion/removal could have caused the detachment of the tunnel. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) dilation procedure performed in the esophagus on (B)(6) 2019. According to the complainant, prior to the procedure, the exit marker detached into the scope. A photo sent in by the customer confirmed the detachment of the exit marker. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of the event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) dilation procedure performed in the esophagus on (B)(6) 2019. According to the complainant, prior to the procedure, the exit marker detached into the scope. A photo sent in by the customer confirmed the detachment of the exit marker. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of the event.